Manufacturer narrative:
Sample and storage information were not provided for this event. The samples were processed in the automatic mode. No clots were detected for either specimen. The controls were run before and after the event. The unit was performing within specifications with respect to controls and reproducibility. Raw data was not collected. A bci field service engineer (fse) serviced the instrument on three subsequent days (B)(6). Fse replaced multiple parts including hgb cuvette holder assay, fluid detector 1, fluid valve -sol 1. The needle/probe aspiration lines from aspiration pump assay were back flushed. Additionally, the front blood detector, blood detector 3, analyzer microcontroller card (amc) and communication (comm) interface card were replaced. Intermittent vls (vent line sensor) errors were also addressed. Instrument operation was verified. Root cause is unknown. The fse replaced parts and made adjustments during instrument servicing subsequent to this cf event. Instrument operation was verified.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low wbc, rbc, hgb, and high platelets (plt) results on a patient with instrument (coulter lh 750 analyzer) generated flags on the wbc and plt parameters. The erroneous results were not reported out. The low hgb results were questioned. As a consequence, the sample was rerun and higher wbc, rbc, and hgb results were obtained (correct results). No death, injury or affect to patient treatment associated with this event.